Event description:
It was reported to boston scientific corp that during a transvaginal sling anchor procedure using a precision twist transvaginal anchor system, the physician felt the handle grinding as he was twisting it. As the physician was pulling the suture, it detached inside the pt and was retrieved using "pick-ups". The physician completed the procedure with another precision twist transvaginal anchor system, without complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.